Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer's representative reported the leads were replaced. There was questionable lead breakage. The patient recovered without sequela and there was no patient death or injury.

Event description:
It was reported that starting about two months prior to report the patient needed to turn his stimulation ¿way up¿ in order to feel it and that ¿it gradually got worse.¿ at the time of report, the patient ¿only felt stimulation in his right leg and needed it on the left side.¿ it was noted it was the patient¿s left lead that ¿wasn¿t working.¿ the patient also reportedly experienced ¿sudden shocking jolts while using¿ his stimulation and was not receiving effective therapy at the time of report. Impedance testing was performed and it was found the patient¿s ¿entire lead¿ had high impedances >40000 ohms. X-ray examination of the lead found the left lead tip was located at t10 and the right lead tip was located at t9, however there were no x-rays available from the time of implant to allow for a comparison. While the patient¿s lead remained implanted at the time of report, it was noted the patient was ¿going to take some time¿ to think about whether he wanted the lead revised. There were reportedly no patient complications with the event and the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found the lead body conductor was broken at the injex anchor site. All of the conductors were broken at 25.1 cm. From the distal end of the lead which was located at the distal end of the injex bump anchor. Analysis of the lead (s/n (B)(4)) found the lead body conductor was broken at the injex anchor site. Conductor #6 was broken 21.1 cm. From the distal end of the lead, which was located 0.5 cm. From the distal end of the injex anchor.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.